Event description:
It was reported that physician conduct a follow up procedure related to the previous revision with manufacturing report number 3006630150-2025-02716, which physician removed a lot of scar tissue that was impeding between the paddle and the dura. The patient was doing well after the procedure, and nothing was explanted nor implanted.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that patient was experiencing inadequate stimulation, even when increasing the stimulation to a high level. Impedances were checked and found to be in the normal range. Imaging was performed and showed that the lead was in the epidural space. The patient underwent a lead repositioning procedure, in which the physician removed a lot of scar tissue that was impeding between the paddle and the dura. The patient was doing well after the procedure, and nothing was explanted nor implanted.